Manufacturer narrative:
It was reported that the venous pressure (pven) reading was inadequate due to a defective hls cable. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-07-23. The hls cable has no visible damages, but the failure could be reproduced. Therefore the hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop could be confirmed on the date of event a similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the risk analysis following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable broken fiber inside the cable the review of the non-conformities has been performed on 2024-07-25 for the period of 2017-11-10 to 2024-07-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-11-10. Based on the results the reported failure "venous pressure (pven) reading was inadequate" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous pressure (pven) reading was inadequate due to a defective hls cable. The failure occurred during treatment. No harm to any person has been reported. The pressure reading failure, which happened during treatment, can lead to a pump stop, if the intervention is set by the user. Therefore, a report is required. Complaint ID# (B)(4).